Event description:
The sound star ice catheter was plugged in but it wouldn't recognize it. It was unplugged and plugged back in, but still not recognized. A new catheter (no lot number) was used and worked fine.